Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported that the device was not cutting at the desired thickness at any setting. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) four times as documented in the repair reports in livelink. The last repair was august 7, 2018 where it was reported that the device was not cutting smoothly and the head, bearings and motor were replaced. This is not a related issue. Product review of the air dermatome on march 6, 2019 revealed that the device was within calibration and motor speed specifications. The hose was not fitting onto the swivel. The 1" and 3" width plates were noted to be damaged. Repair of the air dermatome was performed by zimmer biomet surgical on march 6, 2019 which included replacement of the vespel bearing, semi-circle bearing, hose and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the device was within calibration specifications. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the device was within calibration specifications. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information available.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting at desired thickness at any setting. There was no harm reported. The event occurred during use in a non-surgical setting.